Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer stated that the caster was so tight that the bearing were damaged.